Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a lost sensor alert. Customer also reported of experiencing blood glucose versus sensor glucose differences. Customer received a threshold suspend. Customer reported that blood glucose was 400 mg/dl and kept shutting basal off. Customer declined sensor error troubleshooting. Sensors would be replaced.